Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating, "lamp failure" involving pentax model epk-3000/serial (B)(4). The event was reported to have occurred during the procedure. The user also stated error log 03-100 was confirmed at the sales office. No further information was provided at the time of the report. A device history record review was performed which confirmed the device passed all required inspections and was released accordingly. In addition, there were no reworks or concessions and the manufacturing and the dates of approval for shipment and actual date shipped were confirmed.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. Pentax model epk-3000 is classified as import for export, therefore 510k is not applicable. Same pentax model epk-3000-USA is distributed in the USA with 510k k172156.